Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that at an implant procedure, when the lead was opened, electrodes 0 and 1 appeared "out of alignment". The physician did not feel comfortable using the lead and a new lead was implanted. There were no patient injuries reported.